Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05423. It was reported that the pacemaker exhibited premature battery depletion. It was also noted that the right ventricular lead exhibited increased capture thresholds. The increase in thresholds was suspected to be due to myocardial fibrosis. On (B)(6) 2019, the device and lead were explanted and replaced. Patient was stable.

Event description:
Related manufacturer reference number: 2017865-2019-05423. It was reported that the pacemaker exhibited premature battery depletion. It was also noted that the right ventricular lead exhibited increased capture thresholds. The increase in thresholds was suspected to be due to myocardial fibrosis. On (B)(6) 2019, the lead was capped and the device was explanted. Both products were replaced. Patient was stable.